Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to faulty motor control and motor endstage boards. The technician replaced both boards to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced boards have been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump displayed an error message during a procedure. There was no report of patient injury.